Manufacturer narrative:
Blower temperature high alarm occurred while manufacturer's international warehouse personnel were testing the v60 vent blower assembly. The blower assembly will be returned to the v60 vent for evaluation. Part is expected, but not yet returned.

Event description:
Philips international warehouse personnel reported that they received a blower assembly for v60 ventilator, and while testing the blower, blower temperature high alarm occurred. There was no patient involvement.

Manufacturer narrative:
Serial # not provided. The manufacturer¿s international warehouse personnel confirmed the reported event. The blower assembly was returned to the manufacturer¿s facility for further investigation. During further investigation, a visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. A test of the lm20 blower assembly temperature sensor showed no anomalies. The blower was installed in a test ventilator and the ventilator was powered on normal ventilation mode with no errors detected. The blower was allowed to run for four (4) hours, no error codes were generated and temperature readings were nominal. An airflow accuracy test was performed to verify & test the blower assembly¿s functional integrity with no errors nor anomalies. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The blower assembly passed all testing. A high blower temperature alarm (1122 e/c) could not be duplicated. There were no faults found with the blower assembly.